Event description:
A durable medical equipment supplier (dme) reported that a patient receiving therapy from a bi-level continuous positive airway pressure device expired while receiving bipap therapy. The caregiver reported the device did not produce an alarm to notify them of the event. The manufacturer is investigating this issue and will file a follow-up when the investigation is completed.